Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having anterior hip instability. The surgeon removed the neutral liner and implanted a 20 degree hooded liner to help aid the instability.